Manufacturer narrative:
Additional information was received on 4/30/2016 that the customer was experiencing a high blood glucose (bg) level (520 mg/dl). The customer stated that elevated bg level was due to using manual injections while having to wait for the replacement pump to arrive. The customer delivered a manual injection to correct bg level. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer would contact the pharmacy to obtain manual injections supplies.